Manufacturer narrative:
The first patient and the second patient are both male. The customer stated they received questionable results for a third patient sample tested with alt and aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (ast) on (B)(6) 2024. The alt data was measured on the first c 702 analyzer. The ast data was generated on an unknown c 702 analyzer. For information related to the ast assay, please refer to the medwatch with a1. Patient identifier (B)(6). The third patient is 24 years old with no history or treatment of anaphylaxis. The third patient sample initially resulted in an alt value of 27 u/l with a data flag and repeated as - 128 u/l with a data flag. This sample initially resulted in an ast value of 56 u/l with a data flag and it repeated as 35 u/l with a data flag.

Manufacturer narrative:
The serial number of the first c702 analyzer is (B)(6) and the serial number of the second c702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for two patient samples tested with altpm-alanine aminotransferase on two cobas 8000 c702 module analyzers. The customer suspected the patient samples contain an interfering factor against a component of the alt assay. The first patient sample resulted in the following alt values: 30 u/l on the first c702 analyzer. - 36 u/l with a data flag on the first c702 analyzer. - 27 u/l with a data flag on the first c702 analyzer. - 44 u/l with a data flag on the second c702 analyzer. 29 u/l on the second c702 analyzer. - 55 u/l with a data flag on the second c702 analyzer. - 18 u/l with a data flag on the first c702 analyzer. 34 u/l with a data flag on the first c702 analyzer. 36 u/l on an unknown c702 analyzer. 34 u/l on an unknown c702 analyzer on (B)(6) 2024. The second patient sample resulted in the following alt values on (B)(6) 2024: 16 u/l on the first c702 analyzer. - 100 u/l with a data flag on the first c702 analyzer. 18 u/l on the second c702 analyzer. - 70 u/l with a data flag on the second c702 analyzer. - 135 u/l with a data flag on the second c702 analyzer. 19 u/l with a data flag on the second c702 analyzer. - 122 u/l when tested using decreased sample volume on the second c702 analyzer. Alt reagent lot numbers 769287 and 791151 were in use on the first c702 analyzer on (B)(6)2024. Alt reagent lot number 791151 was in use on the first c702 analyzer from (B)(6) 2024 to (B)(6) 2024. Alt reagent lot number 769287 was in use on the second c702 analyzer from (B)(6) 2024 to (B)(6) 2024. Alt reagent lot number 791151 was in use on the second c702 analyzer from (B)(6)2024 to (B)(6) 2024.

Manufacturer narrative:
Based on internal application report data, an interference from acetaminophen can be excluded. A general reagent issue can be ruled out because calibration and controls are acceptable. The investigation determined the issue is consistent with a hardware or maintenance issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.